Event description:
The target lesion was the right coronary artery (rca) and the left anterior descending (lad). When the physician was ready to deploy the stent, he found that the stent was dislodged from the balloon. The stent was retrieved. The physician then used another stent to complete the procedure.

Manufacturer narrative:
This device (lot i0906124) is distributed outside the united states; however, it is similar to the united states product. The product is not available for analysis. Additional info will be submitted within thirty days upon receipt.